Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, gel fracture, rupture.

Event description:
Patient reported left side "implant has 3 or 4 cracks", and capsular contracture, baker grade IV. Patient later reported rupture. Device remains implanted.

Manufacturer narrative:
Clarification to h6 of initial: disregard event code a040101 fracture as the event is not serious or FDA reportable and will be unreported.

Event description:
Patient additionally reported biocell surface was used. Healthcare professional later reported "severe contracture pain with restriction of movement in the arm. Rupture". This record is for the left side. Device was explanted and discarded.